Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing and was oversensing post paced t-waves. The device was reprogrammed. Patient was stable.